Manufacturer narrative:
A philips service technician went to the customer's site and replaced the mainboard and speaker which resolved the issue. The device was confirmed operational and the product is back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reassessed. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported there is a speaker error on the monitor, and the error does not come from the intellivue x3. The service technician confirmed the intellivue mx750 patient monitor did not produce sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.